Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2,000 ohms. There was no noise present on the presenting electrogram (egm) or any stored episodes. The patient planned to be brought into the clinic for further troubleshooting. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received from local area sales representative indicated the high impedance measurement could not be recreated with isometrics or pocket manipulations. The device was not implanted sub-pectorally. The patient planned to be monitored and a normal follow-up appointment was scheduled in three months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.